Event description:
It was reported that the insulin pump had an intermittently responsive keypad. The customer stated that the insulin pump responded slower after button presses. She stated that she had to sometimes press harder or multiple times to confirm a bolus. The customer's blood glucose was 8.1 mmol/l. The customer was advised to replace the insulin pump.

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad traces or unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.